Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room and a review of the stored data noted loss of capture on the right ventricular (rv) channel. Additionally, loss of rv capture was observed on the presenting data. Pacing impedance measurements were greater than 2500 ohms and noise was also observed. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. A fracture of the competitive rv lead was suspected. A revision procedure was performed and this device was replaced. The chronic rv lead was interfaced to the replacement device and appropriate function was reported. No additional adverse patient effects were reported.